Event description:
Info received on 5/13/97 indicates a revision surgery was performed on 4/14/97, reason not indicated. It is uncertain which, if any, components were revised. Co has requested additional info.